Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. Unit alarmed ump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was lasting for 7 days. The customer also stated a couple of changes ago the battery got lodged in the insulin pump and they could not get it out, they had to really tap the insulin pump for it to come out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.